Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic on (B)(6) 2018 with high defibrillation lead impedance on the right ventricular lead. The impedance was high since (B)(6) 2017. No resolution was reported.

Event description:
New information received on dec 7, 2018, indicates that programming changes were made.